Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging she was unable to code the onetouch ultramini meter. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the evening on (B)(6) 2014. According to the csr¿s documentation, in response to the alleged meter issue the patient reportedly skipped her lantus and novolog insulin the following morning and subsequently four to five hours later, the patient reportedly developed symptoms of increased thirst and urination. The patient, however, denied receiving any form of medical intervention after the alleged meter issue occurred. During troubleshooting, the csr noted the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.